Manufacturer narrative:
Evaluation summary: the extension body was cut through, product segmented.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0118540v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
A consumer reported the patient had a shocking sensation. The patient was getting a jolt and their right hand became ¿crippled¿ when the jolt happened. The jolt ¿hits and goes.¿ the patient¿s health care provider (hcp) was aware of the jolting sensation. The patient had an appointment with their hcp, but the appointment had been cancelled. The patient¿s indication for use is parkinson¿s dual and movement disorders. Follow-up from the patient reported that she tried to set an appointment with the healthcare provider (hcp), but had not heard a response yet. She also tried to set the settings lower using the manual, but it was confusing. She could not turn the thing on without a long jolt, pain, and cramps. Additional information reported by the healthcare provider (hcp) via a manufacturer representative (rep) mentioned that the patient had a tingling and jolting sensation intermittently throughout the day, a few times a day. It was most notable on a day she washed her hair. Her hand would cramp unexpectedly. It was unknown what led to the event and the patient was receiving therapy just fine. Post implantable neurostimulator (ins) depletion change out was the last activity she recalled before the issue occurred. However, it was not immediately after the ins change out. The neurosurgeon and nurse reported intermittent electrode impedance issues at contact 1 <(>&<)> 3. The exact measurements were unknown and it did not occur on every impedance test. They also changed to constant current and even lowered the current. The patient ended up turning stimulation off as nothing helped resolve the cramp and there was no therapy at 2 milliamps too. The ins and extension were changed out. They noticed some cloudy color on the cover of the extension to lead connector. Post-implant impedance was still an issue at contacts 1 <(>&<)> 3, so the hcp programmed around it using 0 <(>&<)> 2 instead. The patient¿s clinical benefit would be monitored and further action would be discussed if needed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported there were impedance issues. There was extension breakage and dislodgement. There was no patient death or injury and the patient recovered without sequelae.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.